Event description:
The technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
The technician found the cause to be the patient right foot and left head brake casters are slightly out of adjustment. The technician adjusted both left head and right foot brake casters to resolve the issue.